Event description:
Hosp personnel from hosp (initial reporter) were using the device, a loaner from physio-control, with a pt, when the device shut down by itself. Another defibrillator was obtained and used. There was no adverse effect to pt care reported.